Event description:
The pulsator kit syringe is defective. The plunger is loose to the point of not securing in the syringe well enough to prevent the free flow of blood out. Three different pts had to be stuck for abg's several times due to losing the blood from the syringe. This also caused use of several tstat cards to complete the procedure. As reported by med ctr.